Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed and were found four openings. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
Patient reported having experienced nipple discharge (fluid). This record is for the right side. Healthcare professional reported implant exchange with no complaint against the device, could not confirm previous reported information. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/23/2012. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: nipple discharge. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having experienced nipple discharge (fluid). This record is for the right side. Healthcare professional reported implant exchange with no complaint against the device, could not confirm previous reported information. Device has been explanted.